Event description:
It was reported that an ilet user wearing a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication between the sensor and the ilet, saw a dashed line followed by a high reading with a downward trend arrow after reconnection. The user experienced a glucose peak of 401mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.